Manufacturer narrative:
Add'l lot#: pp21. Device manufacture date: 03/26/2001. A supplemental report will be submitted upon completion of the investigation. This (B)(4).

Event description:
It was reported that these products did not pass the inspection for (B)(4).